Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-03372. It was reported the patient experienced pain at the ipg pocket site and ineffective stimulation. As a result, the patient underwent surgical intervention, wherein the patient's ipg was repositioned and the lead was disconnected. Reportedly, patient was implanted with two new leads and therapy was established postoperatively.